Event description:
Intuitive surgical, inc. (Isi) received a medwatch report (MDR) with uf/importer report #(B)(4) stating: "while doing the case, it was discovered that the robotic needle driver instrument broke exposing the metal wires, x-ray was taken and read by the radiologist." The procedure was a "robotic assisted total hysterectomy and bilateral salpingectomy; robotic sacrocolpopexy; midurethral sling-retropubic; cystoscopy." It is unclear if an instrument fragment actually fell inside the patient and the results of the x-ray are unknown.

Manufacturer narrative:
Isi has not received the mega suturecut needle driver instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.